Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by dehydration and constipation. The cause of the peritonitis event was believed to be constipation; however this could not be medically confirmed. The patient was hospitalized for the reported event. The patient was treated with intraperitoneal gentamycin (dose, route and frequency unknown). The patient was discharged from the hospital within four days of admission. At the time of discharge the dehydration and constipation had been resolved. The patient was recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested and was not available at this time. This is report 1 of 4.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. (B)(4).